Event description:
It was reported that during a ptca procedure, the balloon catheter had been used successfully for dilation and removed. During advancement of the balloon catheter for the second time, the shaft broke. The entire system was removed without incident. No pt injuries or complications occurred.